Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose incident. Blood glucose level at the time of the incident was 408 mg/dl. Customer stated air bubbles was present in the reservoir. The reservoir will not be returned for analysis.